Event description:
A pt was last treated on 1/30/97 in the glabella. On 2/27/97, the pt developed redness, lumpiness, and pruritis at the treatment site. On 2/28/97, she presented with a little redness present and the glabella was irregular in shape and appearance. The physician diagnosed a hypersensitivity and prescribed oral benadryl.